Event description:
It was reported by service that the calf support was not locking due to mechanism was starting to rust. There was patient involvement. However no adverse consequences are reported.

Manufacturer narrative:
Calf support. Issue was resolved for the customer by the service tech cleaning the calf mechanism with contact cleaner and sprayed it with triflow lubricant.